Event description:
Affiliate called to report that customer was hospitalized with hypoglycemia. The evening prior to hospitalization customer drank alcohol. It was reported that pump had a motor error alarm. Pump would be replaced.